Event description:
It was reported that syringe s2 2ml leaked. The following information was provided by the initial reporter: "leakage past stopper on a syringe filled with methotrexate."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2003184. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, leakage was observed through the plunger rod. It has been determined that this incident was a consequence of damage to the plunger lip component. This type of damage can result during the handling of the product through the manufacturing process or within the plunger assembly machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 2ml leaked. The following information was provided by the initial reporter: "leakage past stopper on a syringe filled with methotrexate."